Manufacturer narrative:
Further investigation is ongoing and results will be provided by a final report.

Event description:
Customer reported that they saw a screw of the monitor bracket loose. When they moved the bracket, the monitor bracket broke, the monitor came loose and burst the fiber optic cables. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter field service performed an onsite investigation at the hospital. The failure could be confirmed during the inspection. The cause of the component breakage is an incorrect screw torque during production by the supplier of the bracket. The supplier has initiated appropriate measures to prevent the error in the future (introduction of torque wrenches). The product involved in this event was manufactured before the introduction of this measure. After replacing the monitor bracket the device is working as designed. Based on this, no further action is required.

Event description:
Customer reported that they saw a screw of the monitor bracket loose. When they moved the bracket, the monitor bracket broke, the monitor came loose and burst the fiber optic cables. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).